Event description:
A malfunction was reported by the caller regarding the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to reset the pump, assisting with the process, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the caller understood and acknowledged.